Event description:
Pt received 75mg of diprivan in 10 mins. Nurse apparently used wrong tubing, allowing free flow. B/p decreased, responded quickly to fluid bolus. Pump was off. Labeling almost identical on primary IV plumset and primary IV set.